Event description:
The rotator on the hemostasis valve broke during use. No harm or injury was reported. The customer reported two defective devices but did not provide any further info or clinical details for the add'l event. Therefore, this single form FDA 3500a will be submitted for this complaint.

Manufacturer narrative:
Device eval: the suspect device has not been returned for eval. The customer did not provide any info as to if this was the initial use of the device. A f/u report will be submitted when the eval has been completed. Conclusions: a f/u report will be submitted when the eval has been completed.